Event description:
Patient reported they have an artificial sphincter that never worked. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).